Event description:
A customer reported the knives were either dull or the tips of the knives were curling back before surgery. Pt involvement is unk. Add¿l info has been requested.

Manufacturer narrative:
Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR¿s acceptance criteria. A root cause has not been identified. (B)(4).